Manufacturer narrative:
The investigation into the case issue is currently on-going. A supplemental report will be provided at the end of the investigation. The common device name for this device is the following: assay, hybridization and/or nucleic acid amplification for detection of (B)(6). (B)(4).

Event description:
A patient was tested with the cobas (B)(4) test for use on the cobas 6800/8800 system. On (B)(6) 2016, a result of (B)(6) was generated. On (B)(6) 2016, a target not detected (tnd) result was generated. The tnd result was reproduced two additional times on (B)(6) 2016. The patient was previously diagnosed with (B)(6) and treatment information is not known.

Manufacturer narrative:
A patient was tested with the cobas (B)(6) test for use on the cobas 6800/8800 system. On (B)(6) 2016, a result of 108 iu/ml was generated. On (B)(6) 2016, a target not detected (tnd) result was generated. The tnd result was reproduced two additional times on (B)(6) 2016. A retain kit from the alleged lot was tested during the course of the investigation and generated results met specifications, indicating no product malfunction. It was also confirmed that there was no harm as the first positive result was not reported out and the patient was already on treatment. Although requested, no serology test results could be provided for this patient. The four tested samples were collected from two separate blood draws. It remains unclear which blood draws generated the 3 "target not detected" results. As such, the issue is likely due to sample-specific and/or handling issues.